Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device:hanging down mixed w fibroids') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and diabetes. Previously administered products included for an unreported indication: loestrin. Concomitant products included glimepiride (glimeprid), levonorgestrel (mirena), levothyroxine, lisinopril and metformin. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced fatigue ("fatigue") and pain ("general pain"). On (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal ordigestive system condition type: gastrointestinal condition"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuropathy peripheral ("neurological conditions or problems type: nerve issues in left leg"). The patient was treated with codeine phosphate; paracetamol ((B)(6) with codeine no.3), probiotics nos and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, fatigue, gastrooesophageal reflux disease, neuropathy peripheral and pain outcome was unknown. The reporter considered device dislocation, fatigue, gastrooesophageal reflux disease, neuropathy peripheral and pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: result: malposition of essure device. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received :event injury nos is replaced with device dislocation. Case become valid. Aka name added, patient demographic updated, reporter added, essure insertion date updated and removal date added, product indication updated. Events added- device dislocation, fatigue, acid reflux, pain nos, neuralgia. Events onset date, events severity , concomitant drug, historical drug , medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.